Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer was experiencing low blood glucose events about three weeks back and stopped using the insulin pump. Blood glucose at the time of event was 39 mg/dl. Blood glucose during the call was 84 mg/dl. The drive support cap is recessed and settings are correct and bolus history was accurate. The insulin pump did not have a reservoir and troubleshooting was not completed. It was a advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, and excessive no delivery alarm test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.